Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 14253 was returned and analyzed. Visual inspection showed that the balloon catheter was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for 11 applications. Upon visual inspection, it was revealed that there were blood traces inside the inner balloon. It failed the performance test as system notice #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered as soon as it was connected to the test console. Further dissection testing revealed blood traces inside the vacuum tube and service loop in the balloon catheter handle and the pressure test revealed a crack on the inner balloon. Furthermore, pressure testing revealed a guidewire lumen breach. The leak detection wire and the thermocouple wires on the guide wire lumen were in their place and not lifted. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the return product inspection due to blood in the inner balloon and a guide wire lumen breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was removed from the patient and blood was observed inside the balloon. The balloon catheter was not replaced as the procedure was complete. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: images of the balloon catheter were returned and analyzed. The first returned image showed there was blood inside the balloon segment of the afapro28 balloon catheter with lot number 14253. The other photo showed system notice 50005, ¿the safety system has detected fluid in the catheter and stopped the injection,¿ appeared on the screen of the console. In conclusion, the blood in the balloon catheter was confirmed through testing. The balloon catheter failed the returned image analysis inspection due to visible blood in the balloon segment. The physical product is in route to the analysis lab for physical analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.